Event description:
This case was done percutaneously on both sides (off-label). During deployment of a 25-16-120bl bifurcated stent graft, the physician encountered difficulty pulling the main body cover with contralateral limb sheath through a pinnacle 9fr introducer sheath w/o ro marker. The 9fr sheath was removed, the physician was able to remove the main body cover and keep .014 wire access. The bunching of the sheath caused some vessel damage which required a cutdown on the contralateral side that was resolved with a dacron graft. An 11fr sheath was placed, and the rest of the procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work order, prior reports. No issues were noted. Percutaneous method used in this case is off-label per indications for use. The device and 9fr sheath were not made available for evaluation. No conclusion can be drawn.